Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that in (B)(6) 2014 they were contacted by a patient who, upon sensor removal, claimed sensor wire was left behind in skin on (B)(6) 2014. At the time of the call with dexcom technical support, the distributor reported that the patient was feeling good. No medical intervention was necessary.